Event description:
Reporter indicated that vns pt underwent ncp system explant surgery approx 19 months post-implant due to infection. Both the lead and generator were explanted. Manufacturer was made aware of the event upon contact to schedule reimplant surgery by different physician.